Manufacturer narrative:
Results: endoleak.

Event description:
A talent stent graft system was implanted in a patient for the emergent endovascular treatment of a transection of her thoracic aorta from the level of the arch down; from a fall. The plan was to implant a long talent thoracic and complete the case with one stent graft. It was reported that as the delivery system was being implanted, the fellow's glove got caught in the strain relief as the graft cover was being retracted. It was not possible to release the glove and the physician decided to use the trigger to complete deployment of the stent graft with some force. The stent graft was completely deployed and an angiogram was done which showed an active proximal type 1 endoleak. The account did not have another 34 mm diameter stent graft or a 36 mm diameter one, then they chose a 34 or 36 mm gore tag and implanted it within the talent stent graft and a achieved a seal. The patient was sent to the ICU and had some sort of arrythmia. The physician was consulted about performing chest compression and he recommended against that in fear of affecting the implanted stent graft and ordered the patient to be shocked. The patient was successfully revived and is otherwise fine. No additional clinical sequelae were reported, and the patient is fine.